Event description:
It was reported that the pump was implanted in 8/94. In 2/98, the pt developed a pump pocket infection. The pump was explanted on 3/9/98 due to rotation of the pump, infection and catheter occlusion. There were no add'l pt complications.